Event description:
The reporter indicated that the surgeon implanted a 12.6mm vtich12.6 implantable collamer lens of diopter +9.50/+6.0/083 into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault and significant reduction of irido-corneal angles. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Health effect clinical code 4581: significant reduction of irido-coneal angels. Device code 1494: off-label use (under 21yrs of age at date of implant). (B)(4).

Manufacturer narrative:
B5 - the lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault, significant reduction of irido-corneal angles and apposition of the iris. B7 - other relevant history, including preexisting medical conditions: extracapsular aphakia. H1 - device manufacture date: 28-oct-2020 corrected to 25-oct-2020 claim # (B)(4).